Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the stent dislodged. The 5.0x19x150cm exp sd renal biliary sm was chosen for the stenting procedure and prior to inserting the catheter into the sheath, the stent dislodged from the catheter outside the patient. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).